Event description:
Transferring pt data treatment fields from a motor/wedge machine (philips sl75-5), having defined dose with wedge and dose without wedge (and wedge mu and total mu), to a mechanical wedge machine (siemens kd2). At reference validation at th kd2, mus are blanked out (which is acceptable), indicating previous station mu and wedge mu values outlined in red boxes on the display screen. However the fractional dose is made equal to the previous field dose without the wedge, instead of the total value (dose with wedge + dose without wedge). This means the sys will store dose incorrectly if the operator accepts the transfer value without verifying the value displayed. The transferred dose will be less than the actual daily dose for the field. Making the accumulated dose incorrect. The deficit is dependent on the fractional dose without wedge, which is always less than the dose actually delivered.